Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec34-i10cl-us is available in the USA with a 510k number k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the united states within the (B)(6) region. The customer reported no video image involving pentax medical video colonoscope model ec34-i10cl, serial number (B)(4). The event was reported to occur in the operating room during use and there were no adverse event reported with this complaint. No additional details were provided. The customer owned endoscope was received by pentax medical for evaluation on 15-oct-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint of no image and documented the following inspection findings: image blackout, #3 remote control button not working, failed wet leak test, objective lens cracked, suction tube resistance, failed dry leak test, bending rubber pinhole, #4 remote control button not working, bending rubber leak at proximal side, #1 remote control button not working, #2 remote control button not working. The endoscope is awaiting repair and approved by final qc as of 10-nov-2021. The components to be replaced include the following: distal end assy w/tubes & cmos assy, bending rubber, adjusting collar, angle wire assy, suction channel lg. Ec34-i10cl, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service

Manufacturer narrative:
Correction information: g6: follow up #1 h2:if follow-up, what type? H6: coding changed based on the investigation result (health effect - clinical code, health effect - impact code). Additional information: h4:device manufacture date.